Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause is a loose winged luer cap. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this lot.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was leakage observed in the dispenser bag. The event occurred during storage. The facility attempted to fasten the blue winged cap again and stored the device, but leakage was observed again. The device was filled with morphine hydrochloride and saline. There is no further complaint information available.